Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2005 the plaintiff was implanted with an infast sling system with intexen to treat "pelvic organ prolapse" and "stress urinary incontinence". It was alleged that the plaintiff has "suffered serious bodily injuries, including extreme pelvic pain, extreme dyspareunia, adhesions, chronic interstitial cystitis, add'l surgery", "significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures", has "sustained permanent injuries", "disability, mental anguish" and other injuries.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.